Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal fusion t12-ilium. Sometime post-op it was found that the rods were broken and the patient had pseudoarthrosis. The patient underwent a revision surgery to remove the initial hardware and re-instrument with new hardware. No additional patient complications were reported.